Event description:
It was reported that the handswitch would not stay in run or safe mode during a routine maintenance visit. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handswitch was received at the manufacturer for evaluation. The device was determined to have failed, but the investigation is still in process. A follow-up report will be submitted with the final results of the quality investigation.